Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy non-transthoracic-transhiatal surgical procedure, the fenestrated bipolar forceps had poor recognition, no matter how many times it was attached to the system it would not be recognized. The procedure was completing as planned with no reported injury using a backup fenestrated bipolar forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "will not be recognized". No damage was observed to the identification board. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. Additional observations: the housing was removed and the conductor wire was dislodged at the proximal end. The connection between the pin and the bipolar printed circuit assembly was no longer secured together. As a result, the electrical continuity test failed and energy delivery would not work if activated on the system. Failure analysis found the additional failure of a dislodged conductor wire to not be related to the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. No thermal damage was observed.